Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and rsd/causalgia-complex regional pain syndrome. The hcp reported that the patient stated their device was ¿non-working.¿ the hcp had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was a stimulation system and the system was 100% dead. The patient reported that she stopped therapy after the last one didn¿t help. The patient reported that it died and was an old battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.